Event description:
It was reported that a pt underwent a hysteroscopy and laparoscopy in 2008. Prior to the procedure, the surgeon reported that the pt had a very large myoma and should he find it possible to remove the myoma he would proceed to do so. The procedure was commenced at around 11:50. The surgeon proceeded with a diagnostic hysteroscopy and found the myoma to be protruding into the cavity. The surgeon felt confident that he could remove the myoma with the device. The surgeon started resecting the myoma at around 12:00 and continued until around 13:00. During that time, the myoma proved to be bigger than originally anticipated, but was removed almost completely; only the base of the myoma remained. At that time the amount of saline used as distention medium exceeded ten liters and concerns were raised by the anesthetist about the vital signs of the pt. The surgeon also noted that the pt suddenly presented with a swollen abdomen. At that time, the procedure was abandoned and the pt expired.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.